Event description:
It was reported that during a lavh procedure, the active blade broke off when it was being cleaned by the scrub nurse. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.